Event description:
The customer alleged that they had problems with the audio alarm. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the problem but replaced the audio alarm assembly as a precaution. The unit passed extended self testing. It is not verified that the alarm did not function, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.